Event description:
Additional information received reported the patient had a device replacement on (B)(6) 2016, the patient was doing well and stimulation coverage was good. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that steps taken to resolve the issue of symptoms getting worse included contacting the manufacturer for troubleshooting. Review of the patient's records indicated the patient's implantable neurostimulator (ins) had been in use for about 10 years. The patient was advised to schedule an appointment with the healthcare professional, and an appointment was scheduled for (B)(6) 2016. It was suspected that the ins battery was depleted. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Event description:
Additional information received from the healthcare professional office reported that they did not troubleshoot the manufacturer¿s devices; it was thought that troubleshooting was performed by a manufacturer representative that was with the patient at the healthcare professional¿s office during the scheduled appointment on (B)(6) 2016. Further follow up is being conducted to obtain information regarding the results of the patient¿s appointment scheduled for (B)(6) 2016. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a loss of stimulation. It was reported that it occurred daily. Poor communication was reported when the implantable neurostimulator (ins) was checked with their patient programmer. A return of symptoms was reported. It was reported that the symptoms were getting worse and worse for a few days. The consumer reported that they contacted their healthcare professional (hcp). The hcp told the patient that they don't believe the ins battery would be depleted yet. The ins had not been checked to determine if it was depleted. Relevant medical history includes multiple back operations. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.